Event description:
(B)(6) 2015, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 2.0 mmol/l with severe weakness. The patient reportedly felt unsteady when standing or walking but did not require any medical intervention. The pump basal history reportedly did not match the active basal program. It was noted that the pump was requested to be returned and was replaced; however, the patient reportedly remained on the pump. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy and due to the alleged history settings issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: a review of black box revealed an unexplained loss of prime on (B)(6) 2015 at 16:46 followed by a manual suspend at 16:49; deliveries were never resumed. During testing, the pump was exercised for 24 hours with a 2.0 unit/hour basal rate; at the end of testing, the basal history correctly showed 2.0 units and the total daily dose (tdd) showed 48.0 units. The tdd history added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test; no delivery defects were found and delivered within required specification. There were no errors, alarms or warnings that occurred during testing. The reported complaint was unable to be duplicated. Unrelated to the complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.